Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. During troubleshooting, the device began to function properly, and could not be duplicated again. Physio replaced the main keypad and the system pcb/interface pcb flex cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.